Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt.

Event description:
It was reported that the engineer feedback bellavista1000 ventilator having tf300 - device in failsafe , 316 - blower failure, 514-scaled periphery sensor value out of range intermittently. Customer confirmed that the issue happened only during unit calibration. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) h10: the suspect device has not been returned for evaluation. Engineer feedback that the filters and bronze sinter filters are now well-fitted. Troubleshoot the device and found that the inspiration valve test was unable to complete successfully which takes longer time than the usual. The tightness test failed and tf 401 occurred during the few inspiration valve test attempts. The engineer swapped with a functional inspiration valve (p/n: 030.203.050) and problem is resolved. Calibration is done, and the device is working fine now. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.